Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found no telemtry. The pulse generator was at end-of-life (eol) due to normal battery deletion. After replacing the battery, normal function ensued.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) and could not be interrogated. In (B)(6) 2010 the estimated longevity was one year remaining. The patient was pacemaker dependent. The device was replaced.